Event description:
A surgeon reported post-operative inflammation was noted in two patients during the post-operative examination. The surgeon reports the event is possibly related to metal particles and thinks the particles may be coming from the phacoemulsification handpiece. The reported patients were sent to a retinal specialist for evaluation. The surgeon did not think it was necessary to provide any additional information.

Manufacturer narrative:
A company service representative examined the system. Preventive maintenance was performed and the software was updated. The system was then tested and met all product specifications. (B)(4).